Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The ICD was interrogated, revealing the battery status bos. The ICD was implanted for 25 days and one charging cycle was recorded to the icds memory. The header of the ICD was visually inspected, revealing no anomalies. There was no indication of a material or manufacturing problem. The memory content of the device was analyzed. During the analysis of the available iegms, noise was observed in the right ventricular as well as the far field channel. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the ICD were thoroughly tested. There was no indication of a device malfunction. The manufacturing process for the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the electrical analysis, the impedance measurements proved to be out of range, as stated in the complaint description. Therefore a destructive analysis of the lead was performed. The welding point in the df-4 header, connecting the conductor of the ring electrode, was found broken. This damage is assumed to be the root cause for the clinical observation. The subsequent analysis of the leads manufacturing process revealed, that all production steps had been performed accordingly. The lead passed the final electrical acceptance test. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Based on the analysis results, no definite root cause could be determined and a manufacturing problem could not be excluded.

Event description:
Rv lead stimulation impedance out of range. Suspicion of defective header connection in the ICD after recording correct measurements with the psa during revision procedure. ICD and rv lead replaced.